Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h10. Corrected fields: h6 (type of investigation).

Event description:
N/a.

Event description:
It was reported that during an unrelated repair, the cardiosave intra-aortic balloon pump (iabp)compressor was making abnormally loud noises and vibration when running. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit's screens were displaying corrupt characters and compressor making loud noise when running.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component code, investigation conclusion), h10. A getinge field service engineer evaluated unit and confirmed compressor was making abnormally loud noises and vibration. Compressor was replaced during the last pm, and is still under warranty. Ordered a new compressor and replacement is completed. Machine passes all tests and was returned to clinical use.